Manufacturer narrative:
(B)(4). Approximate age of device ¿ 53 days. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The procedure was complicated by acute pericarditis, non-sustained ventricular tachycardia, and significant right ventricular failure requiring milrinone through discharge. The patient was admitted on (B)(6) 2017 with complaints of fatigue and the lvad producing continuous low flow alarms. Brain natriuretic peptide (bnp) was 2500 pg/ml and the patient was in right ventricular failure. It was reported that the patient was in the intensive care unit, and that the patient was more stable after being placed on inotrope and nitric support. It was reported that the patient¿s clinical presentation on was consistent with rv failure, heart failure with reduced ejection fraction, and cardiogenic shock. Echocardiogram revealed that the left ventricular (lv) systolic function appeared severely depressed and global rv systolic function appeared moderately to severely depressed. There was abnormal septal motion, and the patient was experiencing acute heart failure. On the morning of (B)(6) 2017, the patient had an extended episode of ventricular tachycardia (vt) due to low potassium (k). The patient was shocked and returned to a normal rhythm. It was reported that the lvad clinician reported that extended periods of low flow alarms occurred during the arrhythmias. An echocardiogram on (B)(6) 2017 revealed that the aortic valve did not open. The patient had severely depressed left ventricular systolic function with an ejection fraction less than 10%. The patient¿s right ventricle was enlarged and nearly akinetic with severely depressed systolic function. There was also a restrictive left ventricular filling pattern that indicated markedly elevated left atrial pressure at grade 3 dysfunction. On (B)(6) 2017, right sided support was initiated with tandem placement. On (B)(6) 2017, the patient¿s central venous pressure (cvp) increased, and the sv02 decreased. The decision was made to electively intubate patient. Later that day, the patient¿s mean arterial pressure decreased. Despite vasopressor support, the patient continued to become increasingly unstable. It was reported that the physician was at the patient¿s bedside and was unable to offer any surgical options. The patient developed bradycardia with a 2:1 block. Despite resuscitation efforts with multiple rounds of epinephrine, atropine, sodium bicarbonate, levophed, and dobutamine, the patient¿s blood pressure remained unresponsive. On (B)(6) 2017 the patient expired due to multi-system organ failure (msof). The patient¿s expiration was reported as related to the continuous low flow alarms, fatigue, and right ventricular failure. It was reported that the death was possibly related to lvad thrombus, or possible worsening heart failure despite lvad and rvad support. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. The evaluation of the returned device confirmed the presence of pump thrombosis. Moreover, the evaluation of the submitted system controller log file confirmed the reported low flow hazard alarms. However, a direct correlation between the evaluation findings of the returned device and the reported right heart failure, respiratory failure, and subsequent patient expiration due to multisystem organ failure could not be conclusively determined. The pump was returned assembled with the driveline intact. Upon disassembly of the pump, a thrombus formation was found surrounding the inlet bearing cup and ball as well as occluding a large portion of the blood flow path through the rotor inlet section, obstructing approximately 60-70 percent of the blood flow path in this location. The thrombus revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearings/rotor inlet section over an undetermined amount of time while the pump was supporting the patient. In addition, a dark, flat thrombus formation was found adhered to the rotor outlet section. The thrombus was very denatured, indicating that it was present while the pump was supporting the patient. Examination of the proximal-side of the outlet stator revealed the presence of tissue-like depositions seated adjacent to the outlet bearing ball. The non-laminated structure of the depositions found on the rotor and in the outlet stator suggest that they did not initially develop in the locations in which they were found. Although their origins could not be conclusively determined, the rotor thrombus showed a similar color and texture to the denatured portion of the inlet bearing thrombus while the outlet stator depositions showed a similar color and texture to the non-denatured portion of the inlet bearing thrombus, suggesting that they may have potentially broken off from the larger thrombus formation found in that location. The evaluation could not determine a specific cause for the development of the observed depositions found in the device. The log file captured continuous strings of low flow hazard alarms on (B)(6) 2017 and (B)(6) 2017 with the estimated flow calculated at 2.3-2.4 lpm; however, a direct correlation between the evaluation findings of the returned pump and the low flow events could not be conclusively established. Although a specific cause for the captured low flow events could not be conclusively determined, the data recorded in the log files did not appear consistent with low flow due to thrombus within the pump housing. The observed depositions in the pump were large and in contact with the rotor, which typically would result in elevated pump power values as a result of increased drag on the spinning rotor. Conversely, the low flow events captured in the log files correlated with low pump power values below 4 watts. Moreover, the inflow graft and outflow graft were both free of distortion such as twisting or kinking. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists device thrombosis, right heart failure and respiratory failure as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.